Event description:
The field service engineer reported a leak from the rbc diluent dispenser of the coulter lh 750 hematology analyzer. The instrument was failing latron and backgrounds when the leak was noticed. The volume of the leak was about 10 ml and was contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found that the tubing delivering diluent to the rbc diluent dispenser, pm2, was ripped at the fitting to the pump. Pm2 delivers diluent to the rbc bath. The fse replaced the rbc diluent dispenser and the diluent input tubing. The instrument ran without any leaks and passed startup and controls. The repairs were verified per established procedures. (B)(4).